Event description:
It was reported by the hospital perfusionist that during a procedure an issue occurred with the console. It was reported that the mps disposable set "de-primed" while there was a vacuum assist on the venous reservoir. It was reported that as a result, the mps console flow rate would not change after the "warm mode" was selected on the console display. The procedure was successfully completed using the same console, and there were no pt complications reported as a result of the alleged issue. The mps console was returned to the MFR for analysis.

Manufacturer narrative:
(B)(4).